Manufacturer narrative:
Product investigation is in progress.

Event description:
Toxic shock syndrome, staph growing in vaginal canal [toxic shock syndrome staphylococcal] fever... Upper legs, upper arms, feet, chest, stomach [pyrexia] chills all over body [chills] rash upper legs, upper arms, feet, chest, stomach - skin [rash] nausea [nausea] vomiting [vomiting] fatigue [fatigue] case narrative: a parent reported spontaneous via e-mail on 24-jun-2023 that their daughter, a female, used tampax tampons pearl full size ultra, beginning on an unspecified date. She experienced staph (staphylococcus) growing in her vaginal canal and toxic shock syndrome. She was hospitalized in the intensive care unit (ICU) for four days. Treatment details: none reported. Relevant history: none reported. Previously used same version of the device: unknown. The event and case outcomes were unknown. Concomitant product(s): none reported. The event and case outcomes were unknown. No further information was provided. (B)(6) 2023 received digital safety assessment survey: the parent reported that their daughter, a 15 year old, started using the tampons on (B)(6) 2023. She used one product at each change (3-5 per day). She experienced chills all over their body, beginning on (B)(6) 2023. She experienced the following symptoms on her upper legs, upper arms, feet, chest, and stomach, beginning (B)(6) 2023: (skin) rash, nausea, vomiting, fatigue, and fever. She had a 1:1 consultation and visited a hospital/accident emergency/hospital. She was hospitalized for five consecutive days (2023 to 2023). She stopped using the tampons on (B)(6) 2023. Treatment details: ibuprofen, intravenous fluids, intravenous antibiotic. An x-ray and ultrasound were performed in 2023 and results were not specified. Event outcomes: toxic shock syndrome, staph growing in vaginal canal (beginning in 2023) - unknown, fever improved, chills - improved, (skin) rash - improved, nausea - improved, vomiting - improved, and fatigue - improved. The case outcome was improved. No further information was provided. 08-aug-2023 received product: the product was received by the manufacturer and the batch/lot was updated to 3037243043w 10:01. The case outcome was improved. No further information was provided. 08-aug-2023 product update: the suspect product was updated to tampax tampons pearl full size ultra unscented. No further information was provided. 19-sep-2023 received investigation results: conclusion code: returned product within specifications/limits. The case outcome remained improved. No further information was provided.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Toxic shock syndrome, staph growing in vaginal canal [toxic shock syndrome staphylococcal]. Fever... Upper legs, upper arms, feet, chest, stomach [pyrexia]. Chills all over body [chills]. Rash upper legs, upper arms, feet, chest, stomach - skin [rash]. Nausea [nausea]. Vomiting [vomiting]. Fatigue [fatigue]. Case narrative: a parent reported spontaneous via e-mail on 24-jun-2023 that their daughter, a female, used tampax tampons pearl full size ultra, beginning on an unspecified date. She experienced staph (staphylococcus) growing in her vaginal canal and toxic shock syndrome. She was hospitalized in the intensive care unit (ICU) for four days. Treatment details: none reported. Relevant history: none reported. Previously used same version of the device: unknown. The event and case outcomes were unknown. Concomitant product(s): none reported. The event and case outcomes were unknown. No further information was provided. 26-jun-2023 received digital safety assessment survey: the parent reported that their daughter, a 15 year old, started using the tampons on (B)(6) 2023. She used one product at each change (3-5 per day). She experienced chills all over their body, beginning on (B)(6) 2023. She experienced the following symptoms on her upper legs, upper arms, feet, chest, and stomach, beginning (B)(6) 2023: (skin) rash, nausea, vomiting, fatigue, and fever. She had a 1:1 consultation and visited a hospital/accident emergency/hospital. She was hospitalized for five consecutive days (2023 to 2023). She stopped using the tampons on (B)(6) 2023. Treatment details: ibuprofen, intravenous fluids, intravenous antibiotic. An x-ray and ultrasound were performed in 2023 and results were not specified. Event outcomes: toxic shock syndrome, staph growing in vaginal canal (beginning in 2023) - unknown, fever improved, chills - improved, (skin) rash - improved, nausea - improved, vomiting - improved, and fatigue - improved. The case outcome was improved. No further information was provided. 08-aug-2023 received product: the product was received by the manufacturer and the batch/lot was updated to 3037243043w 10:01. The case outcome was improved.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Toxic shock syndrome, staph growing in vaginal canal [toxic shock syndrome staphylococcal]. Fever... Upper legs, upper arms, feet, chest, stomach [pyrexia] . Chills all over body [chills] . Rash upper legs, upper arms, feet, chest, stomach - skin [rash] . Nausea [nausea] . Vomiting [vomiting] . Fatigue [fatigue] . Case narrative: a parent reported spontaneous via e-mail on 24-jun-2023 that their daughter, a female, used tampax tampons pearl full size ultra, beginning on an unspecified date. She experienced staph (staphylococcus) growing in her vaginal canal and toxic shock syndrome. She was hospitalized in the intensive care unit (ICU) for four days. Treatment details: none reported. Relevant history: none reported. Previously used same version of the device: unknown. The event and case outcomes were unknown. Concomitant product(s): none reported. The event and case outcomes were unknown. No further information was provided. 26-jun-2023 received digital safety assessment survey: the parent reported that their daughter, a 15 year old, started using the tampons on (B)(6) 2023. She used one product at each change (3-5 per day). She experienced chills all over their body, beginning on (B)(6)2023. She experienced the following symptoms on her upper legs, upper arms, feet, chest, and stomach. Beginning (B)(6)2023: (skin) rash, nausea, vomiting, fatigue, and fever. She had a 1:1 consultation and visited a hospital/accident emergency/hospital. She was hospitalized for five consecutive days (2023 to 2023). She stopped using the tampons on (B)(6)2023. Treatment details: ibuprofen, intravenous fluids, intravenous antibiotic. An x-ray and ultrasound were performed in 2023 and results were not specified. Event outcomes: toxic shock syndrome, staph growing in vaginal canal (beginning in 2023) - unknown. Fever improved, chills - improved, (skin) rash - improved, nausea - improved, vomiting - improved, and fatigue - improved. The case outcome was improved.